Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified specialty therapy device leaked from an unspecified location. The patient noted "moisture" on their sleeve and disconnected from the device. The patient then reconnected and completed the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.